Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been fluctuating (41 - 378 mg/dl). The cause of the fluctuation was not known. The customer declined to provide further information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg_ levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.